Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Patient (pt) states his im plant does not charge fully after charging. Pt states he charges overnight and will wake up and the screen is blank. It was reviewed screen does time out. Pt states when he tries to charge, he will see the reposition antenna screen. Pss will send an insr antenna to see if this solves the poor connection issue. No patient symptoms were reported. A recharge antenna was sent. Additional information was received. The patient reported they received the insr antenna but they were still having the same issue of getting the reposition antenna screen. They reportedly always uses the al feature to charge their implant, and their ins has always been little fluid inside the body going back and forth from side to side. Patient states they always charge their ins while sleeping at night. The patient is very active but did not have a fall and confirmed the insr is charging properly at 100%. No further complications reported/anticipated.